Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-nov-2021, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient had a revision in which one lead was removed because it was never working. The revision occurred on (B)(6) 2019. The indication for use was spinal pain. No patient symptoms reported.